Event description:
Rescue personnel connected the device to a person diagnosed in cardiac arrest. The device reportedly displayed a connect electrodes alarm message intermittently throughout use of the device and inhibited the completion of several attempted automated ECG analyses and two attempted shocks by the device. An acls team subsequently arrived and, using a lifepak 12 defibrillator/monitor with the same defibrillation electrodes, continued treatment of the pt. The acls team administered one shock. The pt was not resuscitated.